Manufacturer narrative:
It was reported that with use of the nurse call system a code blue was alerted from the facility MRI and alarmed, however was showing the incorrect name/ mislabel of or 9. There was no allegation of patient injury or delay reported from this alleged incident. The hillrom voalte mobile system provides visual and/or audible event alert notification via designated communication devices (mobile phones). Notification calls are configured with naming convention, audio and /or visual displays based on customer preference at the time of initial integration. Hillrom technical support contacted the customer and investigation confirmed that the location in question, MRI, had previously been configured as or9. The configuration was updated, and proper operation confirmed. Based on a retrospective review and the information that there was an incorrect name or mislabel identified in the system, hillrom is reporting the event of a secondary code blue alert with incorrect location due to being likely to cause or contribute to death or serious injury, if it was to recur. The complaint investigation is ongoing. Follow up information regarding the investigation and root cause will be provided in a final report.

Event description:
It was reported that with use of the nurse call system a code blue was alerted from the facility MRI and alarmed, however was showing the incorrect name/ mislabel of or 9. There was no allegation of patient injury or delay reported from this alleged incident. This complaint was captured under hillrom ref # (B)(4).

Event description:
It was reported that with use of the nurse call system a code blue was alerted from the facility MRI and alarmed, however was showing the incorrect name/ mislabel of or 9. There was no allegation of patient injury or delay reported from this alleged incident. This complaint was captured under hillrom ref # (B)(4).

Event description:
It was reported that with use of the nurse call system a code blue was alerted from the facility MRI and alarmed, however was showing the incorrect name/ mislabel of or 9. There was no allegation of patient injury or delay reported from this alleged incident. This complaint was captured under hillrom ref # (B)(4).

Manufacturer narrative:
It was concluded the event was due to a configuration issue, the room that the code call was placed from had previously been named or9 but had not been updated in the system. Technical support contacted the customer and investigation confirmed with the customer the location in question, MRI, had previously been or9. The configuration was updated and proper operation confirmed. Site history review was conducted to ensure the issue was not ongoing or intermittent. No other cases in this unit or of similar nature were identified. Based on this information no further actions are required.